Event description:
Additional information received from the consumer reported that there was painful stimulation. There was pain radiating in the penis area for the past two days. They had increased to 3.5 volts. Then, they decreased stimulation down to 1.9 volts and reported that pain decreased. The therapy was on and decreasing the amplitude eliminated the uncomfortable stimulation. This was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
Product ID 3889-28, lot# va00k0a, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patent had pain in his groin area starting three days prior to report. Stimulation was confirmed on, and the patient did not have a programmer available to turn the stimulation off. This groin pain was noted to be sudden in onset. The patient was seen by a doctor. Manufacturing representative and was reprogrammed which resolved the reported issue until 2015 (B)(6) when the pain returned after the patient went by flight to florida. This pain was reportedly sudden in onset and it just happened. The patient reduced stimulation from 3.1 to 2.9 which resolved the pain and the patient was able to urinate. It was noted that the battery only had three months left.